Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge the defibrillator when the charge button was pressed. The case was opened and it was observed that the weld at the energy storage capacitor's negative terminal was broken away from the main capacitor body and that tie-wraps used to secure the capacitor were missing. Physio replaced the energy storage capacitor and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, the device would not charge or deliver energy. There was no pt involved with the reported event.